Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced hypoglycemia and no audio output. When patient's wife woke up in the morning, patient was sitting around with a blank expression on his face and refused to take his reading or glucose gel. Patient's continuous glucose monitoring system (cgm) low alert was set to 100 mg/dl, and the device displayed 70 mg/dl, so patient's wife called the paramedics. Paramedics tested the patient upon arrival and got a reading of 56 mg/dl, then patient was administered IV glucose. Patient regained awareness and drank some juice. Paramedics suggested that patient be taken to the hospital but patient refused. No additional patient or event information is available. It should be noted that the diabetes mellitus is a known contributor to hypoglycemia.the device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.